Manufacturer narrative:
The returned product was evaluated and the received device had the cannula assembly deployed. Inspection of the needle mechanism did not find any issues that would result in the cannula dislodging or high blood glucose levels. No bend or kink was found in the exposed cannula. The cause of the reported dislodging could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). Hyperglycemia treated by patient with a bolus of insulin (exact amount was not provided). The patient was able to smell insulin. The pod was removed and she noticed the cannula was out of the skin. The pod was worn between 4 and 24 hours on the abdomen.